Manufacturer narrative:
Concomitant product: product ID: d314drg, ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient was seen in the clinic due to the device alarming. It was found that the right ventricular lead had high threshold, high pacing impedance, oversensing of a large number of ventricle to ventricle events and noise on the electrogram. The lead was reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.